Event description:
It was reported that an undisclosed bd extension set was kinked at the connection of the extension set to the primary tubing. The following information was provided by the initial reporter: "there was a physician that reported kinking of the primary tubing at the end where it connects to the patient¿s extension set with needleless connector" there is no lot number information nor manufacture number information. The concerns are blanket anecdotal reports, I am sorry. (B)(6) 2023 from bd rep. I mentioned in the record all information is available. It was a general complaint that was brought to bd¿s attention. Please capture the kink in tubing report, but no details will be provided.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B3. The date received by manufacturer has been used for this field. H.6. Investigation summary: a complaint of primary tubing kinking was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.